Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was frozen during priming. Customers stated that they are still in the priming screen and unable to press anything. Customer's current blood glucose was 79mg/dl. Tubing clamp will be return for analysis.